Event description:
It was reported that a malfunction occurred on a customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. The customer was provided with pump reset information by technical support and was assisted in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer understood.